Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the motor device was vibrating. It was further observed that the device had foreign substance/debris/cleaning/sterilization, and damage to cable, cord and component. It was further determined that the device failed pretest for cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, and no short circuit between sensor gnd and connector body. It was noted in the service order that the device was not connecting to the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition that the motor device would not connect to the attachment device was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).